Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks which led to therapy exhaustion. The patient received anti-tachycardia pacing and five shocks. Myopotential was noted on the right ventricular (rv) lead which caused the rhythm to become uncorrelated and trigger the therapy. At this time, the ICD was reprogrammed and the products remain in service. No adverse patient effects were reported.